Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2022-00099 since there is more than one device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a 63 years old asian female patient of unspecified origin. There was no medical history (complication disease, allergic history, family history) and concomitant medications included unspecified diabetes injection medication (names could not be remembered). The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) (humalog 25) via cartridge using humapen ergo ii, initially at the dose of 8 units twice daily, subcutaneously, for the treatment of diabetes mellitus, beginning in 2012. In 2020, she experienced that her memory was not good, her eyes could not see clearly, had high blood lipids and high blood pressure. On an unknown date, while on insulin lispro treatment, her blood glucose could not be adjusted down therefore she was hospitalized for blood glucose regulation. On an unknown date, she experienced malfunction with one of the ergo ii pen((B)(4);lot#unknown). In (B)(6) 2022, it occurred that a humapen ergo ii was laborious to press the injection button, sometimes it could not be pressed down, and a second injection was needed. On (B)(6) 2022, the humapen occurred that the injection button could not be pressed at all (lot#1612d03 (B)(4)). Information regarding corrective treatment was not provided. The outcome for events was unknown. The insulin lispro therapy was ongoing. The operator of the humapen ergo ii was patient and her training status was not provided. The general duration of use and the suspect humapen ergo ii duration of use was unknown but it was started in 2012. The action taken with suspect humapen ergo ii was not provided and their return was expected. The reporting consumer assessed the relatedness between the events and insulin lispro therapy as unknown. The reporting consumer did not provide relatedness of the events with humapen ergo ii. Edit 02dec2022: updated medwatch fields for expedited device reporting and added contact log accordingly. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated(B)(6)2022 in the b.5. Field. No further follow-up is planned this report is associated with 1819470-2022-00099 since there is more than one device implicated. Evaluation summary a female patient reported that her humapen ergo ii had a malfunction (unspecified issue). The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: 6221381 this spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a 63 years old asian female patient of unspecified origin. There was no medical history (complication disease, allergic history, family history) and concomitant medications included unspecified diabetes injection medication (names could not be remembered). The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) (humalog 25) via cartridge using humapen ergo ii, initially at the dose of 8 units twice daily, subcutaneously, for the treatment of diabetes mellitus, beginning in 2012. In 2020, she experienced that her memory was not good, her eyes could not see clearly, had high blood lipids and high blood pressure. On an unknown date, while on insulin lispro treatment, her blood glucose could not be adjusted down therefore she was hospitalized for blood glucose regulation. On an unknown date, she experienced malfunction with one of the ergo ii pen (pc#(B)(6);lot#unknown). In oct2022, it occurred that a humapen ergo ii was laborious to press the injection button, sometimes it could not be pressed down, and a second injection was needed. On 21nov2022, the humapen occurred that the injection button could not be pressed at all (lot#1612d03 pc#6221382). Information regarding corrective treatment was not provided. The outcome for events was unknown. The insulin lispro therapy was ongoing. The operator of the humapen ergo ii was patient and her training status was not provided. The general duration of use and the suspect humapen ergo ii duration of use was unknown but it was started in 2012. The action taken with suspect humapen ergo ii was not provided. Humapen (lot#1612d03) was returned to the manufacturer. The reporting consumer assessed the relatedness between the events and insulin lispro therapy as unknown. The reporting consumer did not provide relatedness of the events with humapen ergo ii. Edit 02dec2022: updated medwatch fields for expedited device reporting and added contact log accordingly. No new information added. Update 16dec2022: additional information received on 13dec2022 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information for pc (B)(6)associated with unknown lot number of humapen ergo ii. Also updated the medwatch fields/ european and canadian (EU/ca) device information for pc (B)(6)associated with lot number 1612d03 of humapen ergo ii. Updated malfunction from unknown to no, improper use and storage from no to yes, date of manufacturer, device return status to returned to manufacturer, and date returned to manufacturer for the device pc (B)(6)associated with lot number 1612d03 of humapen ergo ii. Corresponding fields and narrative updated accordingly. Update 20dec2022: status of device returned to manufacturer (device not returned) was updated in the device evaluated by manufacturer, medwatch fields for pc (B)(6)associated with unknown lot number of humapen ergo ii.